Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of the sleeve in a laparoscopic sleeve gastrectomy went perfectly. The second firing during transection of stomach got an excessive force warning and the knife blade was unable to be advanced after waiting for compression. The reload was retracted after being partially fired. There was poor staple formation on the segment of tissue that the stapler would not fire through. The surgeon used the power handle to clamp down with the used reload on the next segment of tissue to get a reading and the reading was the surgeon selected another purple 60 reload for the next firing in which the same excessive force/partial firing occurred. The surgeon switched to 60 black reload and for the third time the same scenario ensued. The adapter was switched out and the next black 60 reload was able to fire to completion and the sleeve was completed with black 60 reload. A small hole was sewed in stomach due to multiple stapler reload partial firings. The surgical time was extended 30 minutes or more due to the product problem.

Manufacturer narrative:
D10 concomitant product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2b0485y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2b0485y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2d0069y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n1l0076y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n1l0076y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n1l0076y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n1l0076y); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6)); sigphandle, sig power sigphandle handle (serial#unk); sigpshell, sig power sigpshell control shell (lot#unk) additional information: a2(age at event and date of birth), a3, d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was applied on over indicated tissue. Functionally, the reload was loaded into a representative instrument, was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device detected an excessive load, and initially fires, but failed to complete the firing cycle. Also, the staples did not form as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.